Event description:
Customer reports that o2 readings will drop to zero randomly, which may have affected o2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and set up loaner that was calibrated and safety tested to factory's specs.